Event description:
During a laparoscopic adhesiolysis procedure, the device would revert back to test mode and showing instrument error on the generator. Another device was used to complete the case. There was no reported patient consequence.